Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If explanted, give date: unknown/not provided. (B)(4): at this time, the iol remains implanted, therefore, the device is not returning for evaluation as per initial report the product is not returned by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Several attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient was implanted a zxt150 intraocular lens (iol). But the patient is not happy with it. Hence, an explant is planned to occur. Several follow-ups were done to try to ask for clarification and also obtain information but there was no response received.